Event description:
A customer reported to baxter (B)(4) of a metriset in which the solution does not get down from the container to the chamber; therefore the solution does not pass through the tube of the equipment even if the clamps are opened. This condition occurred before usage and there was no patient involvement or medical intervention required. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection was performed and it was noticed there was water in the sample. The set was analyzed to see if there was an obstruction. An obstruction was noticed at the cover of the subassembly of the buretrol set. The cause of this condition was due to a material defect from the supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. This is a product not distributed in the us and does not have a 510k number.